Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited intermittent loss of capture (loc). It was noted that the patient had normal conduction from a to v, and there was no evidence of asystole. Rv output was increased to 2.5v at 0.4 ms and left on trend. At the battery replacement procedure, a lead repair kit was used on the rv lead. Technical services (ts) recommended reviewing the post-operative presenting electrogram (egm) and rv trend threshold the day after the revision. This rv lead remains in service. No additional adverse patient effects were reported. Additional information received reported that capture was confirmed at a post-operative device check and an adequate safety margin was programmed. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. Correction to e1: initial reporter name corrected from "(B)(6)" to "(B)(6)." This product has not been returned to boston scientific and physical analysis could not be conducted. This right ventricular (rv) defibrillation lead exhibited intermittent loss of capture (loc). It was noted that the patient had normal conduction from a to v, and there was no evidence of asystole. Rv output was increased to 2.5v at 0.4 ms and left on trend. At the battery replacement procedure, a lead repair kit was used on the rv lead. Technical services (ts) recommended reviewing the post-operative presenting electrogram (egm) and rv trend threshold the day after the revision. Additional information received reported that capture was confirmed at a post-operative device check and an adequate safety margin was programmed. This rv lead remains in service. No additional adverse patient effects were reported. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of damaged/defective was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited intermittent loss of capture (loc). It was noted that the patient had normal conduction from a to v, and there was no evidence of asystole. Rv output was increased to 2.5v @ 0.4 ms and left on trend. At the battery replacement procedure, a lead repair kit was used on the rv lead. Technical services (ts) recommended reviewing the post-operative presenting electrogram (egm) and rv trend threshold the day after the revision. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. Correction to e1: initial reporter name corrected from "(B)(6)" to "(B)(6)."

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited intermittent loss of capture (loc). It was noted that the patient had normal conduction from a to v, and there was no evidence of asystole. Rv output was increased to 2.5v @ 0.4 ms and left on trend. At the battery replacement procedure, a lead repair kit was used on the rv lead. Technical services (ts) recommended reviewing the post-operative presenting electrogram (egm) and rv trend threshold the day after the revision. This rv lead remains in service. No additional adverse patient effects were reported. Additional information received reported that capture was confirmed at a post-operative device check and an adequate safety margin was programmed. This rv lead remains in service. No additional adverse patient effects were reported.